Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a3a, b2, b7, e1, e2, e3, g2, annex e, annex f, annex b. It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced bleeding requiring hospitalization. The physician noted that the patient had a lot of significant medical issues and severe chronic obstructive pulmonary disease (copd). The physician did not believe the patient was on any antiplatelet/anticoagulation therapies. Per the physician, 6 cyrobiopsies were done and there were no issues with the ion system. The lesion was in the left upper lobe, but the physician had to go through the second pathway via the right upper lobe due to increased secretions that decreased visibility of the targeted lesion which was in the left upper lobe (on the fissure). Bleeding occurred during the procedure and tamponade with a bronchoscope was performed on the right upper lobe and the bleeding resolved. The physician stated it was not so much the bleeding, but the exacerbation of the copd that was an issue; therefore, the patient was observed overnight and received "treatments" and steroids. The patient was stable without any other bleeding then discharged home. The diagnosis was unknown.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced bleeding requiring hospitalization. The patient was hospitalized for 1 day and then discharged home. The following information is unknown: the source and cause of the bleeding, the estimated blood loss volume, and what medical intervention (if any) was rendered due to the complication. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .